Event description:
Philips received a complaint by the customer on the v60 indicating that the device boots up, but display is blank. Unit is still operating fine. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer has a 1st generation liquid-crystal display (lcd), and the rse provided him the parts ids and pricing needed to upgrade it to 2nd generation lcd. The investigation is ongoing.

Manufacturer narrative:
H10: the customer replaced 2nd gen liquid-crystal display (lcd) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI.